Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the chisel blades were found in medical device reprocessing department (mdrd) and tagged as broken. There were no patient and procedure involvement. This complaint involves ten (10) devices. This report is 6 of 10 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is a duplicate of report mfg number 2939274-2018-55012. Initially when this report was submitted, the passed acknowledgement was not received. A new report was submitted to ensure receipt of the information. That report should be referenced for the complete description and investigation of the complained device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is a duplicate of report mfg number 2939274-2018-55012. Initially when this report was submitted, the passed acknowledgement was not received. A new report was submitted to ensure receipt of the information. That report should be referenced for the complete description and investigation of the complained device.